Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user opened the package and checked the integrity of the device and found that there was an oily substance like matter inside the guardia¿ access embryo transfer catheter tube. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection of the returned products was conducted. A review of complaint history, the device history record, manufacturing instructions, and quality control data has been performed. Three transfer catheters were returned for investigation. Visual inspection of the returned devices found a clear liquid inside all three transfer catheters. Customer complaint confirmed. The device history record was reviewed and found no related non-conformances. A review of complaint history revealed there has been one other similar complaint associated with complaint device lot number (8164151). Initial ftir analysis has found the substance to likely be the silicone based medical fluid used for lubrication during the manufacturing tipping process. This testing suggests that a production related issue is likely to be the cause of this failure event. The silicone lubricant used in production has been mea tested to ensure safety. There is no reason to suspect that the remaining lubrication on the device would have presented a risk for embryo loss if the device had been used. Based on the information available the cause of this issue is manufacturing related. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.